Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was the insertion section had leakage and water invaded the device during user handling. It caused abnormality in electronic components and coming apart of the junction of the image sensor board. The event can be detected/prevented by following the instructions for use which state: ¿be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii bronchovideoscope had no image. The reported issue occurred during a diagnostic bronchoscopy procedure. The procedure was subsequently completed with a similar device with an approximate 30-minute delay. It was indicated that there was an increase in local anesthesia and sedation medication to the patient. Additionally, due to the event there was a double introduction of the instrument. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image due to a broken charge-coupled device unit. This finding was due to wear and tear damage with age of the device. Additionally, it was observed that there was an air leak in the connecting tube and did not pass testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.